Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states, the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. In this case, the graftmaster was used in an artery in the lower extremity. It is unknown if the IFU deviation contributed to the reported event. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient with critical limb ischemia was undergoing intervention on the posterior tibial and peroneal arteries. After balloon angioplasty of the peroneal artery, a perforation was noted at the site of the most severe stenosis and heavy calcification. Balloon tamponade was attempted several times, but it did not seal the perforation. Inflating a blood pressure cuff around the patient's calf at the area of perforation also did not seal the perforation. The blood from the perforation was spilling into a closed compartment with a danger of compartment syndrome and potential loss of limb. The first 2.8x19 mm graftmaster was unable to cross the peroneal artery due to the patient anatomy. Another same size graftmaster was implanted and successfully treated the perforation. No additional information was provided.